Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 02-jul-2024. The patient was swimming at the time of event. Patient also had site issue which was bleeding but did not required any treatment for it. No further information was available.